Manufacturer narrative:
Follow-up #3. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation and information obtained when this medical surveillance specialist reviewed the call. The patient claimed that in the morning of (B)(6) 2015 he obtained a result of "107mg/dl" on the subject meter, and that "at the same time", he had developed a symptom of "shaking". The patient reported that he then ate food and that "45 minutes" after the first result he performed a test on the subject meter, which gave a result of "185mg/dl". The patient reported that he then administered 15 units of insulin at "around 08:30am" and retested on the subject meter which gave a result of "193mg/dl". During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as it cannot be concluded that the alleged inaccuracy did not cause or contribute to the symptoms suggestive of a serious injury reported by the patient.

Manufacturer narrative:
Follow-up # 2. The retain test strips failed performance testing with blood and were found to be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.